Event description:
A user facility reported to olympus that an "e221" scope communication error occurred and no image was present. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using another similar device. There was no patient injury, associated with the problem, reported to olympus. This is report #1 of 2 due to multiple devices involved. Reference report patient identifier (B)(6) for additional report.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problems were not confirmed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomena were not duplicated during device evaluation, the root cause(s) of the phenomena could not be identified. Olympus will continue to monitor field performance for this device.